Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. Multiple attempts were made on (B)(6) 2014 to the doctor's office obtain further information including the health status of the patient; however, the doctor's office has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that patients had experienced a debonding of restorations after placement using the optibond xtr and the nx3 products. This is the second of two (2) reports.